Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
User states when he goes forward the scooter will stop moving. The user will turn it off and turn it back on and it will reset the unit.